Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a bandage. The customer reports that he used a very old and expired curity bandage on his neck for a cut. The customer further states that he had skin irritation with some swelling and redness on and around the site. The customer also states that he went to a clinician and he received a penicillin shot. The customer concluded by saying that the area has healed and is fine.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.